Event description:
Previous breast lift and augmentation with 350cc gel implants - pt now unhappy with size. Prefers to be smaller with better shape without implants. C/o shoulder and neck pain. Pt underwent bilateral capsulectomy and implant removal and bilateral breast reduction-implants were removed intact-no apparent problems with implants.